Event description:
(B)(4). My insurance covered this form which was highly recommended. After haven this birth control e hell is what it really is. I had long heavey periods. Then I missed a period in (B)(6) 2015 then I couldnt stop bleeding after that. Pelvic pains. Upset stomach all the time. After seeing one dr after another I was told it was fiborids which is the cause of all the bleeding. Nope all at the same time high blood pressure. Omg I went through hell for 7 yrs. All beacuse my body couldn't handle another baby and this. This product needs to be off the market recalled. Its ruied my life and marries.